Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported than asymptomatic patient presented to clinic. The patient did not receive therapy. Post-paced t- wave oversensing was noted via real-time egm. Programming changes were performed.